Manufacturer narrative:
The navien has not been returned for evaluation; product analysis cannot be performed. The article states that the navien was placed and vasospasm occurred in the petrous internal carotid artery (ica). The vasospasm was most likely mechanically induced. Angiographic vasospasm is common during endovascular procedure without clinical sequelae. Vasospasm, or contraction of smooth muscle fibers in the wall of a vessel, is a commonly recognized adverse event that may complicate an endovascular procedure by limiting distal blood flow. In this event, the vasospasm was successfully treated with nimodipine injection. Vasospasm is a known inherent risk of endovascular procedure and is documented in the navien instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Mdrs related to this article: 2029214-2017-00345. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of vasospasm during navien guide catheter placement. The article states that the patient was undergoing stent-assisted coil embolization of an unruptured aneurysm in the left proximal anterior cerebral artery (aca). The patient experienced significant vasospasm after navien positioning in the petrous internal carotid artery (ica). The vessel returned to normal status immediately after nimodipine (1 mg/5 ml) injection without any post-operative clinical complications. There were no device issues noted during this procedure. Lee, s. (2016). The benefits of navien intracranial support catheter for endovascular treatment. Journal of cerebrovascular and endovascular neurosurgery, 18(3), 234. Doi:10.7461/jcen.2016.18.3.234.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.